Manufacturer narrative:
Product investigation was completed. Received device was damaged as described in the complaint. The device handle was received cracked and the proximal handle fragment was missing. The break was typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There were no signs of misuse on the instrument. An internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: conclusion: as already mentioned in the complaint description, it is likely that the breakage occurred due to intense hammer strikes. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is (B)(6). A device history record (DHR) review was performed for part # 359.219, lot # 9564222: manufacturing location: (B)(4), manufacturing date: 21. September 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a part of the instrument broke during surgery, because the surgeon kicked it with the hammer. There was no delay in the surgery and caused no harm to the patient. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).